Event description:
The vena cava filter was placed in april, 1995. The pt was examined by a urologist in 12/97, utilizing a scope and it was noted at the time the filter strut had perforated the renal pelvis. The pt had hydronephrosis and it was thought this may have contributed to the perforation.